Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was hospitalized due to an episode of atrial fibrillation (af). The right atrial (ra) lead exhibited undersensing. The patient was released from the hospital and they will bring the patient back to reprogram the lead. Currently the lead is being closely monitored and remains in use. No patient complications have been reported as a result of this event.